Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms and no display ramping on its own anomaly noted. No traces of moisture were found at the electronic or motor assemblies per visual inspection. Device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that about a week and a half back, the up arrow button felt stuck and was not popping back up after being pushed. The day of the call, the numbers on screen started ramping up when trying to deliver a bolus and then the insulin pump alarmed button error. Blood glucose value at the time of the alarm was 70 mg/dl. The customer stated the insulin pump may be exposed to sweat since she wears it against her skin when she exercising. Most recent blood glucose reading was 121 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.